Event description:
As the surgeon was closing during an ob procedure, the tech noticed that the suction tip was broken.

Manufacturer narrative:
As the surgeon was closing during an ob procedure, the tech noticed that the suction tip was broken and a piece was missing. The surgeon searched the abdominal cavity and located the missing piece. The pieces approximated well and it was determined there were no retained pieces of the tip. The surgeon completed the surgical procedure without further incident. There was no injury to the pt. The sample was returned and the issue was confirmed. This is the first reported incident of this nature for this component. A stock check of existing inventory was conducted and no defects were identified. A root cause has not been determined. No corrective actions are indicated at this time.